Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was told that there might be battery issue with the device. A boston scientific technical services (ts) representative reviewed device information and discussed that there were no indications of a device problem. Ts then advised to have regular follow up with the physician. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this ICD remains in service. No adverse patient effects were reported.